Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user test strips had a poor storage. Manufacturer contacted customer with follow up phone call for knowing customer condition and ensure the new product replacement resolved the initial concern;customer is satisfied with the new product replacement glucose reading; customer did not need medical attention.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's wife, lydia, is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 129 to 200 mg/dl. The customer performed a blood glucose test on (B)(6) 2016 at 06:45am with results of 21 mg/dl. The customer reported symptoms of shakiness, so was given sugar and juice. The blood glucose was tested again and produced test results of 49 mg/dl, 119 mg/dl, and 292 mg/dl. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer's blood glucose later was 192 mg/dl. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 342 mg/dl and 354 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed: (B)(6). Adverse event not reported.